Event description:
It was reported that the device was explanted after an implant duration of approximately 7.8 months, due to unknown reasons. No further details were provided.

Event description:
Reporter alleged obtaining the results of 215 mg/dl and 115 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The facility representative reported a colleague volumetric infusion pump that "turns itself off and on", discovered during biomed service. There was no pt injury or medical intervention associated with this report. The device is being returned to baxter for service. There is no additional info available.

Manufacturer narrative:
A baxter service technician evaluated the pump, and could not confirm the customer reported condition of "turns itself off and on". Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The software version is 5.03.00 and will be categorized as unremediated.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4). The device has been received for eval for an intended shut down, however, eval is not complete. A follow-up report will be filed upon completion of the eval or if additional info becomes available.